Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. There was nothing unusual about the patient or procedure. Lubrication was not used to facilitate placement of the capsule. No intervention was required, but a repeat procedure was performed. There was no patient harm.

Manufacturer narrative:
Correction:(manufacturer name, first name, last name, street 1, MFR city, region, postal code, email), (phone#, fax#). If information is provided in the future, a supplemental report will be issued.